Manufacturer narrative:
The drill was received by the manufacturer, however the complaint could not be replicated. Based on the results of the device evaluation, the drill operated within temperature specifications. Preventative maintenance was performed and the device was returned to the user facility.

Event description:
It was reported that during a lumbar laminectomy, the drill heated up. Backup equipment was used to complete the procedure, with no report of a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.